Event description:
A dentist (general practitioner) used a dental laser to perform a maxillary frenectomy on a young girl (who was also undergoing orthodontic treatment by the same dentist), using the procedural protocols and control panel settings recommended by the MFR. Local anesthesia was administered prior to the frenectomy procedure which was performed uneventfully. Sutures were placed. Afterward, the pt appeared fine and was dismissed. At three-week f/u, the pt's labial plate was still exposed, now purulent and exudative. Antibiotics were prescribed. Two weeks later, exmination showed only a lightly improved condition. Another regimen of antibiotics was prescribed. Clinical examination two weeks late showed little improvement with evidence of exfoliating bone tissue. The dentist referred the pt to a periodontist who upon exmination of the periosteum reported two small vertical troughs with bone degeneration and exfoliation. The periodontist cleaned out the exfoliated area and then performed two sliding pedicle grafts. Currently the pt is under observation.